Event description:
The customer reported via phone call that the insulin pump had a motor error alarm. The customer states there were no significant event leading to the alarms. Troubleshooting was performed and the insulin was able rewind. The customer's blood glucose level was unknown. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Analysis reports the insulin pump had no unexpected all data cleared message anomalies noted during testing and passed pump self-test, displacement test, rewind test, basic occlusion test, prime/a33 test and motor test. The unit was received stuck in motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed, but may have had an intermittent failure that was not detected during our testing. Also there were minor scratches on display window, cracked case at display window corner, cracked reservoir tube lip, scratches on reservoir tube window, cracked reservoir tube, cracked battery tube threads and stained end cap sticker.